Event description:
It was reported that a patient experienced a myocardial infarction (mi) and subsequently passed away due to the mi coincident with automated peritoneal dialysis (apd) therapy. On an unknown date in the month previous to the event of death, the patient was hospitalized for myocardial infarction. Prior to the hospitalization for the mi, the patient was performing apd therapy using the patient¿s homechoice (hc) cycler. It was unknown if the patient was connected to hc when the patient experienced the mi. Treatment during hospitalization was not reported. One day prior to death, the patient was discharged home and put on hospice care. On the same day, dianeal therapy was discontinued. Subsequently the patient passed away. The cause of death was myocardial infarction. The patient was not connected to the hc at the time of death. It was unknown if an autopsy was performed or if an ersd death notification is available. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The myocardial infarction was reported to have occurred on an unknown date in october 2014. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.